Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after the procedure, the surgeon thinks seal was inadequate. Patient at one point had blood pressure of 70/40. Pre-existing conditions include hypertension, sleep apnea. The patient was needed to be brought back to surgery at the night of the procedure for active bleeding omentum.